Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their spinal cord stimulation (scs) never helped to relieve their sciatic pain; after multiple surgeries, they now only had buttocks pain, but no pain down their leg. It was stated they now had new pain on their left hip, and the healthcare professional wanted to assess the patient for a new scs system. It was noted they tried to use their patient programmer to turn the therapy on the other day, but they couldn't turn their implant on. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.